Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).

Event description:
T was reported via clinical trial patient esc (B)(6) experience, urinary tract infection. Relationship to study device: possible.